Event description:
A 2.4mm locking reconstruction plate, implanted on an unknown date, broke post operatively and was removed.

Manufacturer narrative:
Reported date of removal was 2006. Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No evaluation could be made, no conclusion could be drawn as no device was returned.